Event description:
It was reported that the patient presented to the hospital for a scheduled pulse generator changeout. Upon interrogation, the right atrial (ra) lead exhibited high capture thresholds and high impedance measurements. The procedure was cancelled due to an unknown reason; no intervention was performed. The patient had no adverse consequences.

Event description:
New information received notes that the right atrial (ra) lead was explanted and replaced on (B)(6) 2025. The patient had no adverse consequences.